Event description:
It was reported that pair 1 and 2 showed impedances >3600. It was noted that the pt had a fall since he was last seen, and the fall was on the implantable neurostimulator (ins). There were no pt symptoms. The pt was reprogrammed and getting good coverage with contact 1 and 4.